Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot # 9189530. Customer states that the needle hub separated. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9189530. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200833480] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the press station was not aligned correctly. Corrective action: l2l dispatch #72291 to adjust the press station. CAPA#(B)(4) was initiated.

Event description:
It was reported a 0.3ml 31gx6mm u-100 insulin syringe needle separated from the hub during use. There were 2 separate occurrences. The following information was provided by the initial reporter: verbatim: issue(s): found 2 syringes from this box with needle hub stuck in the shield when tried to remove the shield lot #: 9189530 item #: relion 31g 6mm 3/10ml date of event: unknown 2 different days consumer left voicemail regarding relion syringes not working."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported a 0.3ml 31gx6mm u-100 insulin syringe needle separated from the hub during use. There were 2 separate occurrences. The following information was provided by the initial reporter: verbatim: issue(s): found 2 syringes from this box with needle hub stuck in the shield when tried to remove the shield lot #: 9189530 item #: relion 31g 6mm 3/10ml date of event: unknown 2 different days consumer left voicemail regarding relion syringes not working."

Event description:
It was reported a 0.3ml 31gx6mm u-100 insulin syringe needle separated from the hub during use. There were 2 separate occurrences. The following information was provided by the initial reporter: verbatim: issue(s): found 2 syringes from this box with needle hub stuck in the shield when tried to remove the shield. Lot #: 9189530. Item #: relion 31g 6mm 3/10ml. Date of event: unknown 2 different days. Consumer left voicemail regarding relion syringes not working."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 6 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9189530. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200833480] noted that did not pertain to the complaint.